Event description:
It was reported that air bubbles were observed within the canister. Customer primed the tubing to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus via the pump to address bg.